Event description:
The customer reported the system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the ps1 power supply and the ups. System operates as intended. This MDR is related to ge healthcare complaint.